Event description:
It has been reported that during a laparoscopy gyne procedure the storz light source was in the hand of the scrub nurse and the power switch was being turned on by the circulator. The light setting was left on high from the previous case. When the light beam was established it began to burn a circular shape that continued to spread to the size of a beam. Pt was intubated and ventilated by a closed bain system. Isoflorane and oxygen were in use at the time of the incident. No pt or staff injury.